Manufacturer narrative:
During product evaluation, walkmed infusion observed the product in question (serial number (B)(4)) failed the "open state free flow" test. Walkmed infusion attributed this failure to a worn door latch and a worn pressure plate. The product in question was repaired, observed to meet specification and returned to the customer. Review of the manufacturing records did not reveal any nonconformities related to the reported event.

Event description:
During product evaluation, walkmed infusion observed the product in question (serial number (B)(4)) failed the "open state free flow" test.